Manufacturer narrative:
The reagent lot number is 722445. The expiration date was not provided. The field service engineer (fse) changed the reagent pipettes and replaced silicone tubing in the washing unit. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable phos2 phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial phos2 result was 15.50 mg/dl. The sample was repeated as the initial result did not match the patient's clinical picture, the repeat result was 4.63 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.